Manufacturer narrative:
The customer did not return any materials for investigation. The cause of the event could not be determined.

Manufacturer narrative:
There was no damage to the outside of the meter. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with an accu-chek inform ii meter. The results are not clearly readable due to missing pixels affecting the majority of the display. There was no misinterpretation of patient results.